Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair procedure, the multifire scorpion needle was being used with a multifire fastpass scorpion to pass sutures through the rotator cuff of the patient. Two passes of suture were successfully made and upon attempting to pass suture a third time, the scorpion was unable to pass the suture. Upon further examination, the scorpion needle tip was identified as missing. X-rays were taken of the patient on the operative side in an attempt to identify the location of the tip of the needle. The needle tip was not found and not identifiable on x-ray images. The procedure was completed with a second scorpion needle as planned.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation and correction to date of event. The failure mode could not be determined but the broken needle point condition is consistent with passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitnol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating part (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair procedure, the multifire scorpion needle was being used with a multifire fastpass scorpion to pass sutures through the rotator cuff of the patient. Two passes of suture were successfully made and upon attempting to pass suture a third time, the scorpion was unable to pass the suture. Upon further examination, the scorpion needle tip was identified as missing. X-rays were taken of the patient on the operative side in an attempt to identify the location of the tip of the needle. The needle tip was not found and not identifiable on x-ray images. The procedure was completed with a second scorpion needle as planned.